Event description:
Customer called to report damage to the insulin pump. Customer stated that the pump is cracked around the top of the o-ring where the reservoir goes into the pump. Customer's blood glucose reading was 105 mg/dl. Troubleshooting was done. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a broken reservoir tube lip.